Event description:
(B)(4). The dentist reported that nearly 4 months after the dental implant was installed in intraoral region #18 it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.

Manufacturer narrative:
(B)(4).